Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated device and an infrarenal aortic extension. Upon routine follow-up, computed tomography revealed type 3a endoleak separation of components. On (B)(6) 2015 the physician treated the patient with a infrarenal aortic extension and a cook aorto uni iliac graft. The patient is doing well.

Manufacturer narrative:
Based upon the clinical evaluation there was evidence to support endoleak iiia and a iiib. A manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause is inconclusive, there is not enough information to determine the root cause of the reported event. The device was not returned for further evaluation.